Event description:
It was reported that "wearable failure" occurred. It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient had some dizziness followed by a seizure. At the time of the event, the patient¿s cgm was displaying a ¿sensor failed¿ message. Prior to the patient¿s wearable failure, his last known cgm value was 71 mg/dl. The patient was also wearing a tandem insulin pump. Ems was called. Once ems arrived, the patient¿s bg meter reading was 45 mg/dl. The patient was treated with IV glucose. After treatment, the patient regained consciousness and showed clinical improvement. The patient was not taken to the ER. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.